Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Pt states she has been experiencing dizzy spells, so was in the hospital and they advised to turn off the unit. Pt states she now wants to turn this back on and needs help. Patient services walked pt through remote; however pt was seeing screen no device found and did say she hasn't charged. Patient services reviewed how to charge. Pt was in passive charge mode pt did not want to troubleshoot further as her neck was sore from charging. The patient reported that the dizzy spells were not a problem before having the spinal cord stimulation implanted. The cause of the dizzy spells has not yet been determined. The patient has seen several doctors and specialists about this problem, and no one seems to know what is going on. The patient is seeing the surgeon again on (B)(6) 2022 to address the problem, and to try and correct it. The patient noted that the dizzy spells have been debilitating for the patient, and the issue has not resolved.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2021, product type: lead, ubd: 11-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller reported that they were revising positions of lead because the patient was having dizziness and therapy wasn't working. The caller indicated that they thought that this started soon after implant. The patient was not charging the ins as a result of the issue with the therapy so the caller needed to charge the ins so they could test impedances in the case. The caller asked about the charging process. Tss reviewed information. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller will follow-up with the patient and physician.